Event description:
It was reported to philips that the device experienced an unspecified failure during operational testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported failure. The fse verified that the unit passed all operational testing with no noted issues that could have caused or contributed to the original allegation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an unspecified failure during operational testing. There was no patient involvement.